Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the prograsp forceps instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps instrument exhibited a release/dislocation of the jaw retaining screw. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 1.80mm at the swaged end compared to the nominal pin diameter of 1.85mm. Measurement results suggest the pin is not swaged at all. Grips and other components adjacent to the dislodged pin do not show damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: there was no harm to the patient and no fragment fell into the patient. A backup instrument of the same kind was used to complete the procedure robotically as planned. The customer did not have any difficulties to remove the instrument through the cannula. There are no photographic images of the device(s) or a video recording of the procedure available for isi to review.

Event description:
Refer to h11 for follow-up information.